Event description:
Several packs of ti-cron 1 coated braided polyester suture noted to be kinked in the package with fraying and narrowing noted along the length of the suture. FDA safety report ID# (B)(4).